Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. The reported lot was not found for the reported material number.

Event description:
It was reported that bd insyte autoguard bl had fm on the needle. The following information was provided by the initial reporter, translated from chinese to english: before use customer find some things on the needle "dirty (black spot) on the needle".